Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the vaccine injection. The following information was provided by the initial reporter: once the needle is on the syringe, they are unable to push the medicine/vaccine through the needle. They had a patient who needed to be stuck 3 times for a vaccine to go through. The patient was getting vaccinated. This was the first time this happened. There was no injury or blood loss. No follow up treatment was needed & the patient is in good health today.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the vaccine injection. The following information was provided by the initial reporter: once the needle is on the syringe, they are unable to push the medicine/vaccine through the needle. They had a **** **** **** patient who needed to be stuck 3 times for a vaccine to go through. The patient was getting vaccinated. This was the first time this happened. There was no injury or blood loss. No follow up treatment was needed & the patient is in good health today.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2022 h6: investigation summary one hundred ninety-one samples were provided to our quality team for investigation. Fifty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Five samples did not expel the solution, these needles are clogged. It could be possible that during the lubricant application process the fixture got misaligned inducing the symptom reported. Verification of the lubricant application process was performed. The setting were correct and alignment of fixture was good. The flow of products was also good. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10